Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, multiple surgeries, heart attacks and blood clots occurred. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.